Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient. The device was unable to obtain ECG signal. Complainant indicated that the patient subsequently expired.